Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer received two potential false positive results on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn not provided). Customer tested negative with a covid-19 antigen test on (B)(6) 2023 (brand of antigen test not provided). Customer reported having a covid-19 infection prior to this testing event. Prior to receiving the potential false positive results, the customer obtained the following test results (not questioning these results): (B)(6) 2023: cue covid-19 test = positive result 2x. (B)(6) 2023: unspecified covid-19 antigen test = positive result 1x. (B)(6) 2023: unspecified covid-19 antigen test = negative result. (B)(6) 2023: unspecified covid-19 antigen test = negative result. (B)(6) 2023: unspecified covid-19 antigen test = negative result (B)(6) 2023: cue covid-19 test = negative result. (B)(6) 2023: cue covid-19 test = negative result. (B)(6) 2023: cue covid-19 test = negative result. Although requested, customer did not respond to technical supports three attempts to obtain further information.